Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Review of the log file for the day of treatment shows no relevant error messages or warnings. During the start-up the system passed all initialization steps without any relevant deviation. The log file shows multiple successfully performed treatments. The reported treatment could not be identified in the log file, due to missing patient data. Log files shows no relevant info or warning message for the treatment day. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified after the day of the treatment. Root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported one week post lasik decreased visual acuities in both eyes. Tomography measurement showed steep central islands. Ten days later, visual acuities were still decreasing and tomography measurements showed central islands were greater on the right eye than the left eye. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.